Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager dilatation catheter noted blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the balloon over the distal marker. Balloon material rupture may be related to numerous factors including, but not limited to, balloon damage during processing of the balloon material, material deficiencies, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, the lesion was characterized mildly tortuous, heavily calcified and 85 percent stenosed, which likely contributed to the reported difficulty. Scanning electron microscopy (sem) analysis confirmed the longitudinal leak over the distal marker located along a fold/crease. There was mechanical damage observed at and around the leak edges. Additionally, there was mechanical damage at the distal marker impression on the inner surface of the balloon. The sem report concluded that balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. It is likely that the balloon material became damaged (scratched) from an interaction with other devices and/or the tortuous and heavily calcified lesion during advancement such that upon inflation attempt, the balloon ruptured. Based on the information provided and the analysis of the returned product, the reported balloon rupture appears to be related to circumstances of the procedure. Additional information received from the account stated that the device was not soaked, flushed or prepared prior to use. It should be noted that the instructions for use states to first insert the flushing tool into the distal end of the catheter to inject heparinized normal saline into the lumen and then submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Additionally, all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, although the lack of flushing the guide wire lumen and preparing the device inside the body likely did not cause or contribute to the reported rupture, preparing the device may indicate if there are any leaks/rupture present in the catheter, thereby preventing the use of a damaged device and any potential adverse event from occurring if used in the body. Furthermore, if the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, this can contribute to a balloon rupture. A review of the device lot history record did not reveal any associated nonconforming material records that would have contributed to the reported complaint and all lot release testing met specification. A query of the complaint-handling database was performed and there have been no other incidents reported from this lot. The profile dimensions on all products are confirmed by visual and dimensional checks online during manufacture. Additionally, all dilatation catheters are leak tested and a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, mid right coronary artery, the 3.5 mm x 12 mm voyager nc balloon catheter was inflated and the balloon ruptured during the first attempt at 17 atmosphere (atm) after about 2 seconds. A non-abbott balloon was used in the procedure without incident. There was no reported adverse patient effect. There was no clinically significant delay in the procedure reported due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.